Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received an occlusion alarm. The customer could not recall their blood glucose level during the occlusion alarm. The customer resumed insulin delivery after the alarm. Tandem technical support educated the contact on occlusions alarms. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.